Event description:
(B)(4). The dealer reported that the m51 power wheelchair joystick had all lights on,and the brakes would not disengage. There was no alerting flash codes given, and it was inoperable. There was no injury reported.